Event description:
It was reported that during a low anterior resection procedure, the device was dialed down to approximately 1.75 mm gap setting, then waited fifteen seconds and finally checked for tightness and compressed further down to about 1.5 mm. The device was fired plastic to plastic and then removed. While checking the donuts, the proximal was incomplete requiring a colostomy.

Manufacturer narrative:
(B)(4). Additional information: ethicon quality engineer present at case. The washer was completely cut and the distal donut (closest to the device handle) was noted to be incomplete. Both a leak test and a scope were used to check the anastomosis. There was a slight leak in the anastomosis allowing for air bubbles to be seen in the abdomen. The scope of the staple/cut line from inside the colon did not reveal any abnormalities. A colostomy was completed, but it was indicated by dr. Snow that the surgeons divert every case where tissue is treated with radiation. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.